Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that infusion set detached causing high blood glucose of 420 mg/dl. Caller states that customer would not be using the bayer meter due to cost. Caller was provided information on carelink. Caller declined to be transferred to helpline. No further information provided.